Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation almost daily which seemed to be coming from the right ventricular (rv) lead. The rv lead exhibited elevated thresholds. The outputs were decreased to reduce the stimulation. The rv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.